Event description:
Caller reported a cartridge alarm 20 while the pump was in use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump, and the customer was informed about this along with the provision of updated software and training. The customer agreed to use the current pump for backup therapy until the replacement arrives and followed instructions to return the faulty pump.